Manufacturer narrative:
The clock start date on the MDR was originally reported as (B)(6) 2016, the correct date should have been (B)(6) 2016. (B)(4).

Event description:
Additional information was received through a company representative. The event occurred during surgery, the instrument did not aspire well during phaco. No system message was displayed. The event was solved by replacing 2 cassettes. The surgery was completed without delay. The patient did not experience any harm.

Manufacturer narrative:
A service visit was requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported poor aspiration during cataract surgery with intraocular lens (iol) implant. The patient impact is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative tested three cassettes (consumables available) and found that the vacuum levels achieved with those cassettes were lower than the vacuum levels achieved with two new cassettes from a different batch. The system met specifications at the time of release. The consumable lot specific to this event is not known. Therefore, the consumable lot history and device history record (DHR) reviews were not possible. The customer did not retain a sample for this complaint report. Therefore, visual inspection and functional testing could not be conducted. The definitive root cause of this customer's complaint cannot be determined, as a sample was not returned for investigation. However, complaints of a similar nature referencing aspiration/suction issues have been received and the root cause of the customer's complaint is attributed to an error during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities (cavity 3) from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. The system was found to meet specification. Therefore, the system was not attributed to have been the root cause of the reported event. The definitive root cause of this customer's consumable complaint cannot be determined. However, similar complaints are attributed to an error during the supplier's manufacturing process of the blue aspiration luer. An internal action has been opened to determine root cause on the consumable issue.